Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the plug body was dissembled, and fluid ingression was evident throughout the plug body which, triggered the pink moisture indicator. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. Given this analysis, the likely cause of the reported issue is due to user handling. Upon further inspection, it was observed that the air and water housing colored ring was worn. It was also observed that the bending angle in the down direction did not meet specifications. Additionally, the right bending angle was straining and did not meet specifications. Lastly, the scope did not meet the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no image and displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error (e315) message was that water invaded the device while the user was handling the device, which led to abnormality of electrical parts. As a result, error message was displayed. The event can be prevented by following the instructions for use which state: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.